Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. Miscellaneous acceptable testing catheter incomplete/ returned in segments. Corrected information: conclusion code and results code 1 no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that the catheter was replaced because it was poorly positioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.